Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.

Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. A back-up device was used to complete the procedure successfully, without injury to the pt or user. There were no adverse consequences.